Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, during a planned treatment procedure was performed when the issue happened. The patient was moved to another system to complete the procedure. Philips field service engineer (fse) checked the system on site and confirmed the reported problem. After reviewing the log, it indicates the enmv (enable movement) high. The fse checked the fdcsib cables and control module, the button test passed. To resolve the problem, fse reconnected the control module, but the issue persisted until the enmv cables in fdcsib were reconnected. After the repairs were completed, the system returned to full functionality. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system geometry movements were not available.the device was in use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.